Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported two (2) false negative results via social media with the binaxnow covid-19 antigen self-test for two (2) separate patients and two (2) separate tests performed on an unknown date. This MFR. Report addresses patient and test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This date is an estimate as the actual date of the event was not provided by the consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported two (2) false negative results via social media with the binaxnow covid-19 antigen self-test for two (2) separate patients and two (2) separate tests performed on an unknown date. This MFR. Report addresses patient and test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date on an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a positive result. No additional patient information, including treatment and outcome, was provided.